Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 99-100 mg/dl. Prior to the ER visit, the customer consumed carbohydrates to address bg levels. While in the ER, customer was under observation, and did not receive additional treatment. The customer was released from the ER eight hours later with no permanent damage. The customer alleged that the control iq software did not adjust insulin as expected and alleged that the pump over delivered insulin. Tandem technical support (cts) performed a system check on the pump and determined that the pump functioned as intended. The customer continued using the pump for insulin therapy.